Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. There was no impact to customer's blood glucose level. Customer technical support (cts) instructed customer to remove the infusion set tubing and run fill tubing again. Reportedly, the customer did not observe drops of insulin exit the cartridge patient line. Customer changed out all supplies (cartridge and infusion set) and was able to resume insulin delivery.